Manufacturer narrative:
This supplemental report is being submitted to provide the results of a device history record (DHR) review. The device DHR was reviewed with no abnormalities noted and verified to meet required manufacturer specifications prior to release.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem was confirmed and the cause isolated to a shortage in the cable.

Event description:
A user facility reported to olympus that the device failed to produce an image. The intended procedure was completed using another similar device. No patient harm or injury was reported to olympus.